Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large needle driver instrument associated with this complaint and completed investigations. The instrument was placed and driven on an in-house system: the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly several times. The instrument passed the grip test. The instrument grips held the suture with great strength. The sewing test was done and passed. The instrument was fully functional. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the needle has twisted under resistance. The needle holder has not gripped tightly enough. There was no damaged to the instrument and no fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted fundoplication surgical procedure, the large needle driver instrument does not grip correctly. The procedure was completed with no reported patient injury.